Manufacturer narrative:
Date of event: the events occurred on an unspecified date in 2019. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) locking titanium adapters leaked. This issue was noticed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.